Event description:
It was reported that the filter migrated 3cm into the renals. In addition, a limb is fractured from the filter. Filter was removed. It was noted that four of the arms were detached upon removal. There is no scheduled procedure to remove the indwelling limbs.